Event description:
Literature was reviewed regarding long-term follow-up of percutaneous pulmonary valve implantation (ppvi) in central south africa. The study population included 31 patients who were predominantly male with a median age of 16 years old. Multiple manufacturers¿ devices were implanted in the study population. The majority of patients received a medtronic melody bioprosthetic transcatheter valve (n=30). In some cases, the melody valve was implanted inside of a decompensated medtronic contegra surgical conduit (n=3) or a mosaic bioprosthetic surgical valve (n=1). One early death occurred due to post-ppvi coronary artery compression, which led to worsening rv dysfunction and an unsuccessful car diopulmonary resuscitation. No further details were provided on this death. Among all patients, other clinical observations included: pulmonary regurgitation, pulmonary stenosis, valve stent fracture, paravalvular leak, high transvalvular gradients, infective endocarditis, progressive heart failure and pulmonary embolism. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: pillay et al. 11-year follow-up of percutaneous pulmonary valve implantation (ppvi) in central south africa. Cardiovasc j afr. 2025 oct 27;36(4):506-513. Doi: 10.5830/cvja-2025-071. Epub 2025 oct 24. Earliest date of publication used for date of event and date of death. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.